Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nissen, the device was difficult to toggle and the needle broke off. While suturing, the needle dislodged and fell into the patient. The doctor resected a portion of the stomach but could not find the needle and decided not to resect further. The doctor also stated that he did not believe this would be a problem for the patient and that the patient has not reported any issues. An unanticipated tissue loss was noted.